Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter error message and possible symptoms related to diabetes (unspecified). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-5). Daughter-in-law is calling on behalf of the customer. The customer is using 2 vials of the same lot number of test strips with two different meters: additional report reference number: (B)(4). The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2024 and test strips were opened less than one month ago. During the call, a back to back blood test was not performed by the customer. The customer was not feeling well. Daughter-on-law did not specify symptoms and if it was related to diabetes. Customer's doctor had been contacted due to the e-5 errors. The doctor telephoned during the call with the manufacturer and daughter-in-law disconnected to take call from customer's doctor.